Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this lead was attempted to be implanted at the his bundle. The lead showed placement difficulties. The lead body and the electrode end were damaged. After multiple attempts, the lead screw would not fully retract into the housing. The physician asked for second pacing lead that was successfully placed in the right ventricular septum/left ventricular bundle area. No adverse patient effects were reported.